Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune reaction, left breast capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 225cc gel breast prostheses and suffered several unexplained systemic symptoms, including small intestinal bacterial overgrowth (which required hospitalization), interstitial cystitis, mast-cell activation syndrome, liver that enlarged to 18.4cm, endometriosis, hives, food sensitivity, chronic fatigue, hair loss, multiple stomach viruses, multiple chemical sensitivity, five different lumps on her breasts, ovarian cysts, cholecystitis, and left breast baker grade ii capsular contracture. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent the following surgical interventions: laparoscopy, upper gi endoscopy, colonoscopy, capsule endoscopy, and cholecystectomy. The patient later underwent bilateral explantation with no replacement devices on (B)(6) 2019. The patient reported that her symptoms improved post-explantation and that breast lumps went away. This medwatch report is for the patient¿s left breast prosthesis.